Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, g.2, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, and a crease fold. A leak test was performed and found an opening on the device. A microscopic analysis was performed which identify a smooth crease opening on the posterior and a sharp crease opening in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on posterior assessed as a fold flaw opening and a sharp crease opening on the anterior assessed to a fold flaw opening. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.